Manufacturer narrative:
These cannulae are used to divert large volumes of blood between the patient circulation and the cardiopulmonary bypass machine during cardiac surgery and, on occasion, ECMO (off-label use). This malfunction/defect would likely require an exchange of the cannula resulting in a temporary interruption of bypass and possibly significant blood loss. The potential for serious injury before or during use is not remote. The device was not returned for evaluation, as the device request is still ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a fem-flex ii femoral arterial cannula for ECMO had a crack during use. The device was replaced. There were no clinical signs, symptoms or conditions.

Manufacturer narrative:
H10: additional narratives: updated h6 per new information received. The root cause of the event remains indeterminable.